Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: kindly receive the answers which my colleague has provide: (B)(4) captures the event of "during the surgery, dr. (Removed) encountered prolene 6-0 suture thread rupture." "The delay during the operation was between 5 to 7 minutes, and no serious health issues occurred for the patient. The same code was used to complete the surgery." (B)(4) captures the event of "prolene 7-0 suture had broken last week during a surgery." "A delay of about 10 minutes occurred during the operation. Fortunately, no serious issue arose for the patient, and the surgery was successfully completed using the same code. However, due to the incident, the doctor expressed concern about the outcome." This information has been obtained from the operating room stakeholder, ms. (B)(6).

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2025 and suture was used. During CABG surgery, while dr. (Removed) encountered prolene 7-0 suture thread rupture, while tying the knot to secure the anastomosis. No device will be returned. No adverse patient consequences were reported. Additional information was requested.